Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post sensed t-wave oversensing. Programming changes were performed to address the issue. The patient condition was stable.